Event description:
It was reported that the stem fractured above the sleeve and that a revision surgery has been scheduled.

Manufacturer narrative:
We have received information that the event reported through this MDR represents a duplication of another event captured in our system and reported under MDR 1020279-2017-00158. We shall close the duplicate entry and ask you to disregard MDR 1020279-2017-00141.